Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one photo along with twenty-four physical samples were provided to our quality team for investigation. Upon evaluation of the photo, the stopper appears to be stuck against the barrel, no other visible damage or defect can be identified. All physical samples were inspected, no damage was identified and all stoppers were verified to be properly assembled onto the plunger. Additional testing was completed to verify the volume of the syringes, all product was found to be within required specifications. A device history review was performed for the reported lot 2501034, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. A camera system is used in the assembly machine to detect missing or improperly assembled stoppers, there were no incidents documented related to any failures with the detection system during manufacturing of lot 2501034. While we cannot identify a direct issue, it is possible the stopper was not properly assembled due to improper alignment during assembly. Given the device records do not indicate any issues and the returned products do not display any defects, this cannot be confirmed and a definitive root cause cannot be established at this time. To date, there have been no other similar events reported for this lot. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Description: gap between piston seal and syringe end. When did the incident occur? During use. Concerning the 50ml luer lock syringe (300865), our sterile preparation colleagues report a dead volume problem concerning batch 2501034. In the attached photo, the 2 syringes have their plungers at the end of their stroke. And yet, there remains a noticeable gap between the piston seal and the end of the syringe concerned by this batch (left) compared with the other batches (right). It is feared that a fraction of the therapy may therefore not be correctly withdrawn.